Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following- due to damage on charged coupled device unit, the image has roughness and foreign material in jet tube, for which the most probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a black spot at the top of the image. During the device analysis, image roughness and foreign objects in jet tube was found. There was no patient involvement.